Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Analysis was unable to perform the displacement test and the occlusion test due to a missing reservoir retainer. The insulin pump was received with a missing reservoir tube o-ring, minor scratches on the display window, and a scratched case.

Event description:
It was reported that the ring was damaged the customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.